Event description:
It was reported that the bd maxzero needleless connector was damaged. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2025, the nurse maintained the patient's PICC. After disassembling the transparent needle-free connector to connect to the PICC, she used a syringe to draw blood and found only air but no blood. After replacing the syringe, the situation still occurred. She suspected that there was a crack in the connector causing leakage. After immediately replacing it with a new transparent needle-free connector, it can be used normally and no adverse effects were caused to the patient.

Manufacturer narrative:
Device evaluation: no samples were received for investigation of (B)(4), in which the customer has stated: "after using a syringe to draw back blood found that only the air did not return blood, suspected that the connector has a crack leading to leakage of air." The product in use at the time is reported to be a mz1000 china from lot 24075104. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24075104 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 china product in the past 12 months.